Event description:
It was reported that the top main row of keys on a spectrum pump keypad were not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the top main row of keypad keys was not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the nonfunctioning top row two left keys on the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.